Event description:
The customer reported a speaker malfunction. No death or patient /user injury or harm was reported. It has been confirmed there was no health impact to a patient at any time due to the described issue. The device was used for monitoring at the time of the alleged malfunction.